Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A supplemental report will be submitted if subsequent information is provided.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) would alarm for autofill failure with every scheduled autofill. The iabp would autofill correctly when the start key was pressed. There was no known harm or injury to the patient and no adverse event was reported.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) would alarm for autofill failure with every scheduled autofill. The iabp would autofill correctly when the start key was pressed. There was no known harm or injury to the patient and no adverse event was reported.

Manufacturer narrative:
Three (3) good faith efforts (gfes) to obtain the relevant repair and iabp status related to this complaint issue were made to the customer. However, despite our best efforts, customer has not responded to any of our gfes. If additional information is provided, we will submit a supplemental report.